Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that they had noticed more urgency than it'd been before. Patient added they had an MRI scan of the brain yesterday and they didn't inform the technician about the device nor did they activate the MRI mode prior. Patient confirmed they think symptoms worsened after the scan. Reviewed therapy information and general programming guidance. Patient connected to their ins on the call and increased stimulation intensity to a comfortable level in their bicycle seat area. They would maintain stimulation level and would continue to track symptoms. Redirected to healthcare provider (hcp) to further address the issue. They would follow-up with hcp later today.